Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient's ipg is reaching end of life. Surgical intervention is pending to address this issue.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the ipg was explanted and replaced.